Event description:
It was reported that the bolus or charging connector was observed to be damaged. The event occurred before patient use, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratch lcd lens, damaged battery compartment, and a damaged remote dose connector. The event history log revealed error code 42224. Functional testing was able to duplicate the reported problem. It was determined that the damaged remote dose connector was the root cause. Additionally, it was determined that the pwa was the root cause for the 42224-error code. The pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.